Manufacturer narrative:
Device was not returned to manufacturer.

Event description:
The ventilator turned off while ventilating a patient. The hospital checked the power supply and the input was fine but the output was zero volts. The batteries were connected to the power board and the hospital tried to turn the ventilator "on", however the ventilator did not turn "on". The biomed claims that the staff didn't hear any alarm after the ventilator went "off", however, the backup alarm sounded for a minimum of two minutes, so it is possible that the alarm sounded and no one heard it before it turned "off" according to the complaint.